Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Lab results not correlating with new inratio meter. Test between lab and inratio not performed at the same time. Customer knows nothing about the pt with the inr of 6.0. Did not repeat test. Unable to determine if there are any pt interferences. Other two results are within who range.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Mean calculation revealed one inratio was outside the higher confidence limits for inr testing. End-user did not keep product info. Further investigation could not performed. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.